Event description:
The patient's mother called animas on (B)(6) and said the pump has been emitting recurring loss of prime warnings. She says the issue started around (B)(6) and the patient would get about 3-4 loss of prime warnings a week up until this week when there have been 3-4 warnings a day. The patient's mother changed the cartridge without issue and confirmed that the patient is disconnected from the pump before priming. The patient's blood glucose level has reportedly been elevated since the loss of prime warnings have begun. His blood glucose was in the 300-400 mg/dl range most of the time and between (B)(6) had been from 350 mg/dl to the highest reading of 506 mg/dl. The patient's mother states she gave the patient injections with the 506 mg/dl level but states the patient has had no issues bolusing with the pump. The patient had mild to moderate ketones between (B)(6) but no ketones since. The patient had symptoms of stomachache, headache, flushed face, irritability, and was very tired with the elevated blood glucose readings. The patient's blood glucose level was 185 mg/dl in the morning and the patient had two readings of 65 mg/dl, once during recess at school. The patient's blood glucose level at the time of the call to animas was 115 mg/dl. The patient has gained 10 pounds in the last 3 months and the patient is about half an inch taller every time they visit the diabetes educator. The reporter denied that the patient had any recent illnesses or medications. The patient's mother confirmed that the time and date were set correctly. The basal rate, I:c ratio, isf, bg target and iob settings were all correct. The reporter says the primes in the history were accurate, the total daily dose history was accurate and the bolus history shows all completed bolus doses. She says there are usually no issues with the infusion set except yesterday when she noticed blood in the cannula when changing the infusion set. She changes the infusion set every 2-3 days. This complaint is being reported because the pump reportedly emitted loss of prime warnings and the patient experienced blood glucose elevations indicative of hyperglycemia.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not yet complete. When evaluation is complete results will be provided in a supplemental report. There is evidence of use error that caused the patient's blood glucose elevations. The pump alarmed to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). The pump was returned to animas for evaluation and investigation was completed on (B)(4) 2012. The results of the investigation were as noted: "pump not primed" warnings observed in the black box force readings do not reach zero. Prime history matches primes observed in the black box. Daily insulin delivery totals correctly reflected the user's programmed basal rates. Rewind, load cartridge, and prime steps performed successfully with no alarms. Primes performed during testing were accurately recorded in the pump history. A force sensor calibration test confirmed the sensor is detecting correct force at 5lbs. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. No loss of primes occurred during testing. A loss of prime was induced and the pump gave the appropriate visual and audible alert. The pump was opened and no damage was found to the force sensor circuit. Pa was unable to duplicate the alleged issue associated with the incident.